Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
It was reported to philips that the device had a dim display. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed that the display was dim and was not able to adjust the brightness. The fse replaced the user interface assembly to resolve the reported issue. The device successfully passed testing and was returned to service.